Event description:
Complainant alleged that the device displayed "defib fault 72", defib disabled," and pacer disabled" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.